Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced vasospasm. The lesion being treated was located in the proximal right coronary artery (rca). The lesion was 99% stenosed, 4.5mm in diameter and 26mm long. The lesion was treated with predilation and placement of a 4.0x28mm taxus element stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and clopidogrel. In (B)(6) 2011, the patient was hospitalized and a repeat angiography was performed. During the coronary angiography, initial pictures showed disease proximal to the previously implanted stent. Repeat pictures showed marked improvement suggesting that most of the appearance was actually due to spasm. The patient was treated with medication. The event was considered resolved without residual effects and the patient was discharged 1 day later.

Event description:
It was further reported that in (B)(6) 2011, the patient experienced angina. In (B)(6) 2011, the patient was treated with angiography without revascularization.

Manufacturer narrative:
(B)(4)